Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there were kink and scrape marks in the biopsy channel. The distal end plastic cover had minor dents. There was a crack in the bending section cover glue. The angulation in the up direction was out of specification. The angulation in the right direction was out of specification. The objective and light guide lenses had tiny chips at the edge and minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had a tear inside the biopsy channel. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical damage. Olympus will continue to monitor field performance for this device.